Event description:
(B)(6) -the dealer reported that the ihcs7 carroll bed was stuck, and unable to raise or lower. Although the motor was running, it was just making a beeping sound. There was no patient injury reported.